Event description:
I went to a lasik consultation in (B)(6) of 2024 and was told I was a perfect candidate. I suffered from dry eyes, large pupils, blepharitis, mgd, anxiety, depression and migraines prior to the surgery. Nobody at (B)(6) which is where I had the consultation went over any of the risks with me, they just handed me a consent form to look over at home then sign it and bring back on day of surgery. Well, I circled multiple things that applied to me in the contraindications section and went back to speak with consulting dr. I voiced my concerns about all the previous conditions I stated earlier and the doctor dismissed every single one of them saying they don't apply to me which I now know from several drs was a lie. I signed the consent form after being lied to that I was a candidate and handed it in the day of the surgery which was (B)(6) 2024. The surgeon saw me for 1 minute prior to surgery and didn't discuss anything he didn't even make eye contact with me. The surgeon's name is dr. (B)(6). I had the surgery and from day 1 post surgery I had complications which have progressively gotten worse over time. I suffer from severe dry eyes, severe corneal neuralgia and severe visual disturbances including double vision, glare, blurry vision, inability to focus, halos and starbursts. My lasik complications have left me completely disabled and reliant on my parents for everything since I can no longer drive or do regular daily activities. I spend most days laying in bed with the lights off and my eyes shut from being in so much pain. This surgery has made my anxiety and depression go to an all time high to where many nights I pray that I don't wake up, so the suffering will end but then I think of my 2 little children who I barely ever see anymore because they live 2 hours away and I try to keep on fighting. I was not given a proper consultation and because of that I ended up like this. Nobody should ever have this happen to them and company's like (B)(6) and surgeon's like dr. (B)(6) need to be stopped. I'm told that my complications are permanent and that there's no procedure that can be done to fix them. Lasik should be banned it's a bad surgery and the company's that perform it don't inform their patients of the risks because they know if they did, they wouldn't have any customers.